Event description:
The user facility reported a 56-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. During support, the device had reoccurring suction alarms. Echo showed placement incorrect, the doctor attempted to torque and was unable to move device. The doctor decided to exchange device as it had been in 40 days and had also lost placement signal.

Manufacturer narrative:
The investigation into optical signal issue and positioning issues has been completed. The product and data logs were returned for evaluation. The placement signal is low throughout the whole case. During this case there are suction alarms, and position in aorta alarms present. When the placement signal spikes to 3000 in the second lt log, there are multiple suction alarms present. Additionally, there is sensor drift. When the sensor began to drift, they were counteracting is with lv offsets. When they began to step up the lv offset, the placement signal drifts, offset is added, the placement signal adjusts and then it drifts again. The pump was received and run in the lab. The place signal not reliable (psnr) did not reproduce but the placement signal was drifting. The root cause of the optical signal issue is most likely due to sensor wear that is within the indication of use. Additionally, it was stated that the pump was in the wrong position and the physician struggled to reposition it. The root cause of the positioning issues is most likely due to use. This report is being filed as part of a retrospective review of historical records.